Event description:
The pt was presenting with subclavian instent stenosis (this female pt had a bms implanted which stenosed and a covered stent of another MFR was placed inside the bms 8 yrs ago). The pta angioplasty balloon was advanced through a 7 fr sheath to the stenosed area of the subclavian stent. The balloon was inflated to 8 atm when it burst. The balloon was withdrawn but would not pull back through the sheath, the balloon became 'trapped' within the sheath. In order to remove the balloon, it was withdrawn together with the sheath. At this point, it was noted that the distal part and tip of the balloon had detached and remained inside the pt. The balloon had split around the entire circumference. In order to retrieve the detached part of the balloon, it was necessary to dissect into the fistulae and eventually grasp the detached section of balloon with forceps to remove it. No pt of the device remained inside the pt. The complainant did not report any adverse effects on the pt due to this occurrence. No part of the device remained inside the pt. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4): separates is not listed in the instructions for use. Event is still under investigation.